Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. The insulin pump was monitored for several days and no unexpected resume or suspended noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he passed out at work due to heart attack and went to hospital a week ago. The customer stated that at the hospital, his blood glucose level was checked and he was stable. The customer reported that he fell and dropped the insulin pump. The customer reported that he was put on medication for the heart and was prescribed for pain medication. The customer reported that his current blood glucose level at the time of call was 4.7 mmol/l. The customer stated that for the past two weeks ,the insulin pump was not functioning properly. The customer reported that his insulin pump suspended and resumed by itself. The customer reported that he changed the infusion set and the reservoir but nurse noticed that it did not show on the carelink report. In the beginning of the call, the customer reported that he just came back from his doctor's appointment and his doctor told him that she can remove him from the insulin pump because his blood glucose levels have been high. The customer reported that he had hyperglycemia and had high blood glucose levels of 24 mmol/l. The customer reported that lately his blood glucose levels has been 12 mmol/l to 14 mmol/l. The customer reported that there was no leaks with infusion set. The customer further reported that he reviewed the carelink on (B)(6) 2018. The customer reported that the insulin pump suspended and resumed by itself after the time change but that does not show on the report. The customer reported that on (B)(6) 2018 the insulin pump alarmed low reservoir of 20.0 units and also got a low reservoir of 10.0 units. The customer reported that time are incorrect on the insulin pump. Troubleshooting was performed and the insulin pump passed the self test. The customer was advised to replace out the insulin pump. The insulin pump is expected to return for analysis. Additional device related incident: infusion set (B)(4).